Manufacturer narrative:
(B)(4). Based on the lot number of the sample received (689147), the (B)(4) lot numbers for component mp-0321 ("snap-on flowmeter adaptor") were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component during the manufacture of the material. The sample was returned for evaluation. A visual exam was performed and it was observed that there were damages on the thread of the adaptor. Based on the visual exam, the reported complaint was confirmed. The sample showed damages on the thread of the adaptor. Personnel from the molding area were notified of the issue. In addition, a CAPA was opened to address the issue.

Event description:
The customer alleges that the device did not screw on properly and leaked. No patient injury reported.

Event description:
The customer alleges that the device did not screw on properly and leaked. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received yet at our facility.a device history record review could not be conducted since the lot number (488147) provided on the customer complaint does not belong to nuevo laredo or arlington facilities, this is an incorrect lot number.regarding other customer complaints from this same issue, (B)(4). Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (400340; aquapak 340 sw,340 ml w/040 adaptor,intl) available at the facility nor is being manufactured at the time; however regarding other customer complaints from this same issue, a CAPA file (B)(4) was opened to perform a further investigation this issue. If device sample becomes available at a later date this complaint will be re-opened.